Event description:
It was reported that during a colectomy procedure, the generator displayed "reposition jaws and reactivate" and "replace instrument." Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The ptc was loose on the convex proximale side. Due to the returned condition of the ptc, mechanical testing was performed but functional testing could not be performed. It is probable that the metallic staple in the jaws created electrode to jaw contact, causing an electrical short and the "reposition jaws and reactivate" and "replace instrument" alert messages to display. The damaged ptc can be caused by over-use of the device.